Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. The customer put pump into storage mode to clear the malfunction. In addition an altitude alarm was received, which was addressed by reloading the cartridge. The customer also received multiple temperature alarms. The pump was not exposed to abnormal temperature conditions. Reportedly, before the alarms occurred the pump was wet due to the customer being in the pool. Customer's blood glucose levels ranged from 150 (mg/dl) to 167 (mg/d)l. Reportedly, the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged issues were verified for the malfunction and altitude alarm. Alleged issue (temperature alarm) was verified in the pump logs; however, no failure was identified